Event description:
It was reported on a post on a facebook page by the patient's mom stating her daughter had vns and her seizures are worse. No other information was provided. Patient and the treating physician is unknown.